Event description:
A report was received that a pt was experiencing communication difficulties between the remote control and implant. When trying to charge the implant, the charger would double beep, indicating a full charge. It is believed that the implant is damaged, and a replacement surgery has been recommended.